Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump powered up properly after battery installation. No display anomaly was noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for a day and the display operated properly. No display anomaly was noted during testing. The pump was received with a scratched case, pillowing keypad overlay, and minor scratches on the lcd window.